Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient got up from the table two days prior to the report and had a "shooting electrical type pain, sharp pain" at the implantable neurostimulator (ins) location, about three to four inches around the ins area. It felt like shocking that lasted over a minute. She stated that it was awful and the pain was excruciating to the point that she could not move. She was crying because it hurt bad. The patient got her programmer right away and realized she suddenly couldn't tolerate stimulation at 2.6 volts anymore. She felt stimulation was too high, so she decreased to 1.2 volts. She did not sleep that night and iced the area. The ins site was still sore, tender, hurt, and did not feel right. The patient did not mention any return of symptoms. She went to see her healthcare provider (hcp), but was unable to and was asked to come back a different day. She planned to go back and see her hcp. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.